Event description:
The customer tested her blood glucose using her 2 breeze2 meters and received readings of 66 and 158 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer had to end call before further troubleshooting could take place. No product was sent to the customer and no product is expected to return for eval.